Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level due to needing adjustments to both basal and bolus rate settings. Additionally, customer did not adjust insulin dosage to account for physical activity. Exact bg value was not provided, but it was reported that the customer required intervention by his wife to bring him "sugar gel tubes." Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.